Manufacturer narrative:
After further review of additional information received has been updated accordingly. As reported, a slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated; however, it ruptured within its nominal pressure. Therefore, it was replaced with a new same-sized non-cordis balloon catheter. The procedure was completed successfully. There was no reported patient injury. The lesion was the shunt anastomosis. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17254637 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a slalom thrill pta balloon catheter was delivered to the lesion and inflated. However, it ruptured within its nominal pressure. Therefore, it was replaced with a new non-cordis same size balloon catheter. The procedure was completed successfully. There was no reported patient injury. The target lesion was the shunt anastomosis. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The product will not be returned for analysis.